Event description:
On (B)(6) 2013, the reporter stated the display screen on the pump was damaged and difficult to read. No further information was provided. Animas made several attempts to contact the reporter in follow up; however, the reporter did not respond. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged damaged display issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/12/2013 with the following findings: investigation revealed that there were multiple scratches on the display lens film. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.